Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. A kink was observed on the catheter tubing approximately 63.2cm from the iab tip. Additionally, a second kink was observed on the catheter tubing near the y-fitting approximately 73.9cm from the iab tip. The extender tubing and pressure tubing were also returned. The inner lumen was observed to be occluded. The occlusion was unable to be cleared. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported sensor failure. However, we are unable to determine how this failure may have occurred and has been escalated to respective supplier to determine a root cause. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Additional reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Based on the serial number of the returned product, product was incorrectly returned in another box by the facility complaint record ID #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. They were able to successfully change over to the fluid lumen for alternate arterial pressure (ap) access. The iab was removed after approximately four days. There was no patient harm or adverse vent reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. A kink was observed on the catheter tubing approximately 63.2cm from the iab tip. Additionally, a second kink was observed on the catheter tubing near the y-fitting approximately 73.9cm from the iab tip. The extender tubing and pressure tubing were also returned. The inner lumen was observed to be occluded. The occlusion was unable to be cleared. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported sensor failure. The root cause is addressed under scar 21-f-scar-14; in which it was found that the optical fiber was broken inside the connector assembly. Total preventive maintence was implemented for the eddy dispenser to establish a frequency maintenance using maximo platform. Additionally, weighing method improvement was implemented to ensure correct epoxy amount was placed into sensor cable connectors. An additional corrective action was guard installation with automatic motion on eddy dispenser to prevent take out connectors during epoxy injection cycle. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. They were able to successfully change over to the fluid lumen for alternate arterial pressure (ap) access. There was no patient harm or adverse vent reported.

Manufacturer narrative:
Additional reporter: (B)(6), ICU rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).